Event description:
The customer reported that her blood glucose read "high" (greater than 27.8 mmol/l) (greater than 500 mg/dl) and that the cannula was kinked. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.